Manufacturer narrative:
Batch review performed on 22 september 2023: lot 1905132: (B)(4) items manufactured and released on 24-july-2019. Expiration date: 2024-07-07. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 3 years 8 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.